Event description:
Brazil. Allegedly a patient experienced pain on her right breast, and an ultrasound performed revelead an intracapsular rupture on her right breast

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture